Event description:
The customer reported that their central nurse's station (cns) is frozen and that they cannot use their mouse or the touchscreen. No harm or injury was reported.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.